Event description:
It was reported that during a ptca procedure, the balloon would not deflate properly. The balloon was inflated until it burst. Time to deflate the balloon was approximately 4 minutes. No patient injuries or complications occurred.